Manufacturer narrative:
Updated information was received on 12-oct-2023. The preface® guiding sheath with multipurpose curve was categorized from possibly related to not related. The admission date was updated from (B)(6) 2023 to (B)(6) 2023. In addition, originally reported the concomitant generator of ¿unk_ngen rf generator¿. Additional information was received providing the system information. Therefore, updated d 10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
During a clinical trial, it was reported it was patient (166 cm, 72kg, bmi (derived) 26.1 kg/m2) with cha2ds2-va score 2 underwent index atrial fibrillation (afib) cardiac ablation procedure on (B)(6) 2023 under general anesthesia. No device used for esophageal monitoring. Patient¿s history includes pre-procedure cardioversion on (B)(6) 2022. Day after index procedure on (B)(6) 2023, patient is noted with pseudo-aneurysm right arteria femoralis. Not related to the study device qdot micro, bi, tc, d-f and causal relationship with procedure. Principal investigator (pi) categorized this adverse event as severe in severity, serious as serious deterioration in health due to in-patient or prolonged hospitalization, and expected/anticipated. Admission on (B)(6) 2023 and discharged (B)(6) 2023. Patient did not die. Medical intervention provided was medication of a thrombine injection. Patient outcome is recovered/resolved. Additional information was received on (B)(6) 2023. Patient is noted with pseudo-aneurysm right arteria femoralis categorized as possibly related to the preface® guiding sheath with multipurpose curve. This event was originally considered non-reportable, however, bwi became aware of additional information that confirmed that a preface® guiding sheath with multipurpose curve was used during this event and have reassessed the event as reportable. The reportable awareness date is (B)(6) 2023.

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).